Event description:
Customer reports, two nurses have experienced contaminated needlesticks due to the device not locking properly. Pt population is low risk, and reporting party did not know if the nurses were undergoing a needlestick protocol.